Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted due to signs of slight infection. Additionally, ipg pocket site was relocated and a new ipg was implanted. Therapy restored post-operatively.

Event description:
It was reported that the patient had a suspected infection at the ipg site. As a result, patient was prescribed antibiotic ointment to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the reported infection has resolved.